Event description:
A malfunction on the pump was reported by the caller. There was no additional information regarding any adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump by providing pump reset information, and after resetting, there was no recurrence of the malfunction code. The customer was advised that they could continue using the pump and to contact technical support if any malfunction code recurred, to which the caller acknowledged and understood.